Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 987 mg/dl and ketones that were not identified as dangerous by a healthcare provider; cause was unknown. Customer was treated with a manual injection to address the elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.